Event description:
Device penumbra red 72 aspiration/reperfusion catheter unraveled and separated upon 1st removal of catheter. These catheters are intended to be able to reuse multiple times, if necessary, during a single case. A new catheter needed to be opened due to the previous catheter becoming inoperable.